Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. The surgeon stated that the mesh contracted and a new hernia developed. The mesh was explanted on (B)(6) 2012 during a recurrent laparoscopic ventral hernia repair. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.